Event description:
It was reported that the "burr would not seed" into the motor device. The reporter could not clarify if the event occurred during pre-surgery check or during surgery. It was unknown if there was a delay in a surgical procedure or if a spare device was available. No injuries or medical intervention were reported. The event date was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had worn or loose bearings and were no longer in axial alignment. Due to the bearings no longer being in axial alignment, the cutter was unable to be inserted. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear and use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.